Event description:
It was reported that during an unknown procedure, a portion of the trocar broke off that went into the patient¿s body. The piece was retrieved. The remainder of the trocar and the piece that broke off is available for return. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 5/31/2023. B3: unknown, assumed first day of month that complaint was reported d4: batch # a9ch34 . Additional information was requested and the following was obtained: "rep reported procedure was a robotic ovarian cystectomy. There were no patient consequences. Device will be returned.". Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the b12lt device was returned with no damage in the external components. In addition, the packaging opened was returned along with the instrument. The device was disassembled in order to evaluate the condition of the seal. Upon disassembling, one seal was found missing. No conclusion could be reached regarding what may have caused the reported incident. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.